Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was advised to reset the pump on his own, as he did not have a charging pad available during the call, and was instructed to contact technical support again if further assistance was required.